Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to dysphotopsia glare disability experienced by the patient. A new lens model z9002 with 23.5 diopter power was implanted in the eye. It was further stated that the patient''s visual acuity was 20/50. No further information has been provided.

Manufacturer narrative:
Patient is now doing fine post op. The explanted intraocular lens was returned to the manufacturing facility for investigation. A visual inspection noted that the lens was cut in two pieces, most probably to make explant possible. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 3-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. The lens was damaged and scratches were present. Because of the received condition of the lens, diopter measurement and optical measurements cannot be performed. A review of the manufacturing records was performed. There were no nonconformances found in the review which included a review of the sterilization batch, and environmental records along with the batch records. Based on the review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): explant of the intraocular lens.all pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.